Manufacturer narrative:
The service tech found the brake caster was not meeting the wheel. The tech replaced the brake caster assembly to resolve the issue.

Event description:
The account alleged the brakes were not holding. No pt impact.